Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that their implantable cardioverter defibrillator exhibited unspecified over-sensing. No intervention was performed. The patient was stable.